Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged properly. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.